Manufacturer narrative:
Date of event is unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the scale markings had issues. This occurred 10 times. The following information was provided by the initial reporter: the syringes on the 4 ml graduation level are kind of sunken, we think it's a problem with the mold.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022. Investigation summary both photos and physical samples were provided to our quality team for investigation. Through visual inspection, the barrel was observed to be damaged, verifying the reported issue. A device history review was performed for the reported lot 2107088, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused by a defect in the marking machine.

Event description:
It was reported while using bd plastipak¿ syringes the scale markings had issues. This occurred 10 times. The following information was provided by the initial reporter: the syringes on the 4 ml graduation level are kind of sunken, we think it's a problem with the mold.